Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/7/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2012 indicated pain and slight retroversion of the stem. The stem wasn't revised. There was no metallosis or pseudotumors found. There is no new additional information that would affect the existing MDR decision.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address metalosis and evidence of pseudotumor.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed

Event description:
Update rec'd 3/7/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2012 indicated pain and slight retroversion of the stem. The stem wasn't revised. There was no metallosis or pseudotumors found. There is no new additional information that would affect the existing MDR decision.